Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A return material authorization was issued to the customer requesting to have the device returned.

Event description:
It was reported that 30-degree endoscope was not aiming correctly and the degree was off. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image was pointing in the opposite direction on the screen. It was unknown if the endoscope moved freely with uncontrolled motion or if there was reversed control on the system arms. It was unknown when the reported issue was initially identified or how the procedure was completed. There was no injury to the patient as a result of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have the local button controls not working properly. The endoscope failed the button functionality test. Additional observation(s) not reported by site: the endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on l/r of the button pack assembly. The probable root cause is attributed to an electrical issue with the button.